Event description:
The article, "rescue atrial septal defect closure with the new gore® cardioform atrial septal defect occluder" was reviewed. It was reported that on an unknown date a 22mm amplatzer septal occluder was selected for implantation. Prior to the procedure, the patient was diagnosed with a right bundle branch block by electrocardiogram (EKG). A transthoracic echocardiogram (tte) showed that the defect was 14mm. The device was successfully implanted. 24 hours after the procedure, the patient developed a complete heart block. They administered methylprednisolone therapy, and then the device was removed using a goose neck catheter. The patient recovered and had normalized rhythm. A few months later, a second attempt at sizing was done, and it was found that the defect was 23-24mm. A 44mm atrial septal defect (asd) closure device was selected and successfully implanted. At the six month follow up, the patient was reported to be stable and normal sinus rhythm. No additional information was provided. The primary author of the article is alessandra pizzuto, md, department of pediatric cardiology and guch unit, heart hospital ¿g. Pasquinucci¿, national research council tuscany region ¿g. Monasterio¿, massa, italy. The correspondence author of the article is giuseppe santoro, md, via camillo sorgente, 31, 84125 ¿ salerno, italy. With the corresponding e-mail: santoropino@tin.it.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with large atrial septal defect, incomplete right bundle branch block co-morbidities. Some of the complications reported were right bundle branch block and a complete heart block; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.